Event description:
The right side of the patient's bilateral implantable neurostimulator system became infected and had to be explanted. The left side "is currently measuring 2.97 eol at 180 pw, 5 v and 185 rate" with impedance of "710 and 0-, 1- and 2+." The pulse width was decreased. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).